Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that valve cv150b was faulty. The fse replaced the valve, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the unicel dxh 800 cellular analysis system was generating high plt results without any instrument flags. There were no erroneous results reported and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The event date was changed from (B)(6) 2015 to (B)(6) 2015.